Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus was out of calibration with the cursor. It was also indicated that the handle covers were cracked. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touch pen did not follow the cursor to the top left of the screen. It was also noted that the touch pen could not be recalibrated with the pen disk. The programmer was returned for servicing. No patient complications have been reported as a result of this event.